Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the surgeon was able to press the green button and could squeezed the handle but when the surgeon tried to fire the stapler, the device did not fire during second anastomosis. Another reload was used to complete the case. There was no patient injury.